Event description:
It was reported that during a da vinci-assisted sacrocolpopexy w/ hysterectomy surgical procedure, the customer informed the technical support engineer (tse) that the universal surgical manipulator (usm)4 joint was spinning around and getting stuck. The customer confirmed they encountered an "arm at rotation limit" message on the screen. The tse instructed the customer to undock the usm4 and use the port clutch to rotate the usm4 350 degrees around to return it to its center range of motion. The customer planned to rotate the usm4 after the procedure. The customer continued with the procedure as planned without further issues. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that there was an instrument installed on the universal surgical manipulator (usm)4 and was inside the patient when the spinning occurred. There was no patient injury due to the spinning movement. The usm4 rotated by itself and its movement scaled with the surgeon's control. The user called the technical support engineer for assistance and turned on and off the system to resolve the issue. The issue occurred with the surgeon¿s head inside the surgeon console¿s high-resolution stereo viewer while manipulating instruments. No shakiness or friction was observed, but the issue was persistent. There was no instrument-to-instrument, system arm-to-arm interference, or external collisions.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Customer called in to report universal surgical manipulator (usm)4 issues during surgery. Technical support engineer (tse) recommended to undock usm4 and use port clutch to rotate arm 360 degrees around to place usm back into its center range of motion. Field service engineer (fse) called customer to follow up with the customer. Customer have resolved the issue after repositioning robot. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause is attributed to improper customer setup. Based on tse notes, the system issue was due to a loosely connected, improperly seated, or disconnected part. .